Manufacturer narrative:
(B)(4) date sent: 11/25/2024 b3: unknown, assumed first day of month that complaint was reported d4: batch # y7016m. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, clips failed to be loaded. Replaced the device with a new one and completed the surgery.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2024. D4: batch # y7016m. Investigation summary; the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In addition, the tyvek was returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fire due to the activation of the lockout mechanism. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the number of clips remaining. The event described could not be confirmed as the device was returned empty. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when the 13th clip is fired, an orange bar will begin to appear in the indicator window on top of the device handle. The orange bar fills the indicator window when the final clip is fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.